Manufacturer narrative:
The device was returned to newcastle university; no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod failed force testing. The rod assembly of the outer casing, extending bar, and magnet is seized. It is unknown why the rod was removed. No additional information is available.

Event description:
No additional information has been provided.

Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.